Event description:
It was reported that the patient developed a rash shortly after implant. The rash, swelling, and tenderness were still noted to be evident approximately nine months later. A procedure was performed to remove scar tissue and inject kenalog. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5086mri implantable pacing lead (B)(6) 2012; rvdr01 implantable pulse generator (B)(6) 2012. (B)(4).